Manufacturer narrative:
Investigational results revealed no discrepancies found as it relates to the batch documentation analysis. The audit determined that all procedures in the manufacturing and packaging of the lens had been carried out correctly. Batch reconciliation was 100%. The lens inspection was performed at 15x magnification using a stereoscopic microscope. The returned lens consisted of the optic, one intact haptic and the 3/4 part of the other haptic which appeared smooth on the broken cross-sectional area. This suggests that the haptic broke whilst in a dehydrated state. On the optic a deep scratch was seen; which occurred during the removal of the lens. No foreign materials or particles were seen on the lens. The lens appeared to be handled whilst in a dehydrated state and caused the break at the haptic end. For this reason, lenstec recommends the IFU is followed and be implanted within two minutes of removal from the vial. (B)(4).

Event description:
Lenstec, inc. Received an email notification stating "during insertion the trailing haptic tore off. Incision was enlarged and lens was removed. Another hd +20.0 was inserted. Stitches were used and no adverse event for the patient".